Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced pump alarm that drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count alarm noted during testing. The motor was tested outside of the device and passed.